Event description:
On (B)(6) 2020, the lay user/patient's wife contacted lifescan (lfs) USA, his onetouch ultra2 meter was reading erratically high. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and supplementary information obtained when the call recording was reviewed since the reporter refused to provide additional information when the cca attempted to follow up with them via phone on october 09, 2020. The reporter stated that the alleged inaccuracy issue began on at an unknown time in the evening on september 25, 2020. The reporter claimed that the patient obtained blood glucose readings of "368, 414 and 549 mg/dl" with the subject device, performed within 30 minutes. The patient manages his diabetes with oral medication (metformin, unspecified dose) and the reporter denied that the patient made any changes to his usual diabetes management regimen in response to the alleged inaccuracy issue. The reporter denied that the patient developed symptoms as a result of the alleged issue. The reporter stated that when the patient tested his blood glucose and obtained the alleged elevated readings, she felt that the results were "too high" and decided to take the patient to the hospital. The reporter advised that the patient was admitted to the emergency room (ER) at 3 a.m., on (B)(6) 2020, where his blood glucose was reportedly measured at "58 mg/dl" on the ER device and he was subsequently treated with IV fluids. The reporter advised during the initial call that the patient was kept in hospital overnight where he remained on IV fluids. The reporter also stated during the call that the patient's blood glucose was tested several times and she then proceeded to read out results of "56, 67, 129, 115" from the patient's hospital discharge documentation; however, it is not clear if these results were blood glucose results as she stated she did not understand what they were. The patient was also reportedly advised by the ER doctor to stop taking his oral medication, metformin. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device at the time of testing and that an approved sample site was used to obtain the results. The cca established during the call that the subject device had not been used for approximately 5 years and that the test strips expired in 2015. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, requiring treatment from a healthcare professional (hcp). The alleged inaccuracy issue could not be ruled out as a cause and/or contributor to the requirement for hcp treatment.